Manufacturer narrative:
(B) (4)

Event description:
The past saturday, the patient experienced a severe shocking sensation in the rectal and vaginal areas when she tried to increase the stimulation. There was no fall or trauma to the area or recent medical procedure. The patient went to the ER and was given a muscle relaxer and a pain medication. The device was not interrogated at that time. The patient was at home and in good condition. Further information is being requested from the hcp.